Event description:
It was reported that it was believed that the medication was not being delivered to the intrathecal space due to a nick in catheter, possibly at initial surgery. Some baclofen made it to the intrathecal space at low dose but when a bolus dose was commenced problem intensified. It appeared that an irregularity was seen at the proximal end toward the pump. The catheter was replaced due to a break, tear, or hole (?) Per the reporter. The patient suffered no adverse reactions.

Manufacturer narrative:
The device is included in the medical device safety alert, proper connection of sutureless connector intrathecal catheters, physician communication (june 2008). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.